Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "palpable irregularities" and suspected rupture discovered by ultrasound. This record relates to the left side. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: -rupture: no observed openings in the device. - visibility/palpability: unable to confirm as it is a medical event not related to the device. - lymphoma-alcl-suspected: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported "capsular contracture baker grade 2", "bia-alcl". Histopathological markers cd30+ and alk- have not been received. The device has been explanted.

Event description:
Patient reported "patient is not ill with bia-alcl. Implant intolerance was diagnosed".

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of the patient's response, allergan medical safety has determined that there is no malignancy. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: granuloma and capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: no openings observed in the device. Deformation observed in the device. Void observed in the gel. No further actions are required as the device was implanted." The event of "implant intolerance" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.